Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Equipment was received at the vyaire facility. The service technician was able to duplicate the reported problem. All testing performed with good known test ac adapter and patient circuit connected. During bench testing the vent displayed "hw fault". Further investigation found fan assembly causing hardware fault. Installed a good known test fan assembly and the reported problem was resolved. Ventilator passed 60 hours extended tests at customer settings. Ventilator passed troubleshooting final test which includes many alarm and ventilation functions.

Event description:
The customer reported that the ltv 1200 seemed to be dropped from a significant height in addition to vent inop and hardware fault. The customer confirmed that there was no patient involvement associated with the reported event.